Manufacturer narrative:
Product analysis: the report of the programmer freezing during use could not be confirmed. A system error was found in the programmer's log. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device interrogation, the programmer froze. The programmer worked as expected, following a restart. The programmer was returned for service. No patient complications have been reported as a result of this event.